Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter was found to function properly. The retain test strips also passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient in (B)(6), contacted lifescan to report the one touch select mini meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. The patient reported that the blood glucose readings obtained on the reported meter were inaccurately high compared to results obtained using another meter, an accu-check meter. It is not known if the other manufacturer's meter was whole blood-, or plasma-calibrated. The patient claimed that since december 1, 2012, based on her elevated meter readings, she had decided to increase her insulin doses by 2.0 units each dose. The patient takes unspecified doses of humulin r insulin and humulin n insulin five times per day. On (B)(6) 2013 at lunchtime, the patient obtained the blood glucose reading of 4.3 mmol/l on the reported meter. Afterwards, the patient experienced the symptoms of shaking, sweating, rapid heartbeat and weakness. She administered self-treatment by consuming sugar, and felt better afterwards. The patient did not seek any medical attention. Later that day, the patient obtained the blood glucose reading of 9.8 mmol/l on the reported meter, and a reading of 7.2 mmol/l on the other meter. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking increased doses of insulin based on elevated meter readings, and received treatment with food. Therefore, this complaint is being reported.